Event description:
One pt sample with discrepant sodium results. Initial result 122 mmol/l. Same sample repeated gave result of 130 mmol/l. The initial results were reported. Pt not adversely affected. The field service representative was unable to determine a cause for the discrepancy.